Event description:
The home patient reported a 2240 alarm during automated peritoneal dialysis with the homechoice machine. The alarm was the result of patient error. The patient forgot to press stop during a dwell when the home patient disconnected. The patient then reconnected to the set but did not restart. There is no patient injury or medical intervention requried according to the healthcare professional.